Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model#: sc-3400-30 serial #: (B)(4), description:infinion splitter 2x8 kit (30 cm); model#: sc-4316 lot #: 16047576 description:next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the scs system was explanted in order to be swapped out to a competitors device. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.